Manufacturer narrative:
The customer contacted siemens about the discordant, falsely low sodium (na) test result. The customer performed an advanced clean maintenance procedure of the a-lyte (atellica integrated multisensor technology) module, followed by the replacement of the a-lyte sensor. Siemens evaluated the available data, including instrument log files and quality control test results and found intermittent low standard a air readings indicative of marginal fluid flow through the a-lyte module. The standard a air readings returned to typical values after completion of the advanced clean maintenance activity. The cause of the discordant low sodium test result was intermittent fluid flow through the a-lyte module. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low sodium (na) test result was obtained from an atellica ch 930 instrument. The initial test result was reported to the physician. The same sample was repeated on the same atellica ch 930 instrument and the repeat test result was provided to the physician as a corrected report. There are no known reports of patient intervention or adverse health consequences due to the discordant sodium (na) test result.